Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode with under sensing of a ventricular fibrillation. Programming options were discussed for this ICD that remains in service. No adverse patient effects were reported.